Event description:
It was reported that a patient experienced sepsis coincident with automated peritoneal dialysis (apd) therapy. The cause of the sepsis was unknown. The patient was hospitalized for the event. Treatment for the event was not reported. It was not reported if the patient had recovered from the event. At the time of this report, the patient was still hospitalized. Action taken with apd therapy was not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.